Manufacturer narrative:
Correction: h6 correction for prolonged surgery, previous reported as no patient consequences.

Event description:
It was reported a patient presented in clinic for an implant procedure on (B)(6) 2025. During the procedure, it was noted the implantable cardioverter defibrillator (ICD) header would not fully connect to the lead. The ICD was not used and replaced within the same operation. Post-procedure there were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.